Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. The customer experienced low blood glucose (bg), however, a specific bg value was not provided. Although requested, the customer declined troubleshooting and declined to provide additional information.